Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. There was no reported impact to the customer's blood glucose level as the caller declined to provide this information. The customer was instructed to plug the pump into a working outlet using a known good wall adapter for at least 30 minutes to see if it would begin charging, and further troubleshooting by technical support was planned.